Event description:
It was reported that the customer had a battery out limit alarm. Customer stated that the pump alarmed after a battery change. Customer received a failed battery test after receiving a battery out alarm. Customer was advised to clear the alarm. Customer was at work and could not clean the battery cap. Customer inserted a new battery and the customer received a failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.